Event description:
Customer reported issues with the touchscreen that randomly goes black and is unresponsive at times. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.